Event description:
It was reported that a malfunction occurred in the customer's pump, identified by the code 0-0x28f7. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer switched to multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. The customer was instructed to put the malfunctioning pump into storage mode and return it using a pre-paid label. Tandem technical support confirmed the shipping address for the replacement.